Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping. Package labeling indicates that consumers should consult with their doctor before use if they have diabetes. Since this is a disposable single- use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovilgilance.

Event description:
The consumer reported that she applied the product to her mother's right knee overnight. When the patch was removed, the consumer described blisters which became wounds. No further detail was provided.